Manufacturer narrative:
(B)(4). Customer returned precision qid meter (B)(4) and test strips with lot number 27265. Control solution testing was performed on the customer's returned meter and test strips. The complaint was not confirmed and no new issues were observed. All results were within specs.

Event description:
A customer reported a complaint of low readings on their precision qid blood glucose meter. The customer obtained a reading of 100mg/dl compared to a laboratory reading of 226mg/dl obtained within a ten minute timeframe. When plotted on a parkes error grid, the results fall in the 'c' zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.